Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the balloon burst during surgery but no pieces fell into the cavity. There was no add'l bleeding and tissue was not damaged. Neither the operating room time nor the incision size were extended. No pt injury reported. No pt injury occurred.